Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -17.5/+3.0/097 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The surgeon notes excessive vaulting. Reportedly, the lens remains implanted.

Manufacturer narrative:
The lens was explanted and exchanged with a shorter lens on (B)(6) 2018. The problem was resolved and "patient is happy - all is fine". (B)(4)

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. Claim# (B)(4).